Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On the 8th december 2023, it was reported by a arthrex rep. Via email that for an ar-7000-13, (cannulated hex driver, 2.5 mm x 7 '' long) the screwdriver shaft was found to be too stripped to engage properly with the 3.75 latarjet screws. This was detected during use in a latarjet procedure on 5th december 2023. The case was completed successfully with a non-arthrex screwdriver to complete insertion of the screws.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is attributed to user error of the device due to over-torquing/over-engaging the driver within the screw head. Manufactured date 2019.